Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up, and the ventricular lead exhibited oversensing. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).